Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the femoral component exhibits lateral overhang even after using the smallest available size of component. The smallest size available tibia component has overhang on the posterior side.